Event description:
It was reported that the patient overfilled an insulin cartridge, causing the plunger to dislodge and the insulin to expel, after which the patient immediately replaced the cartridge and resumed use without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy and no medical intervention. Investigation included complaint history review and user troubleshooting and education. Investigation of this case revealed user handling of the cartridge consistent with overfilling and loss of plunger engagement, with no device malfunction confirmed. It was concluded that user technique was the most probable cause and that replacement supplies were provided along with education on proper cartridge preparation and attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.